Manufacturer narrative:
Device received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump showed a picture of a red x and an arrow pointing to a manual and open book image on the screen. The customer¿s blood glucose level was 137 mg/dl. Customer reported that they were at beach and then the insulin pump screen went blank they wiped the insulin pump as there was sand on it, customer tried new battery and the screen came back on with open book image on it. Customer reported that they received the open book image on the insulin pump screen. Customer stated that there is a crack on the back of the pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.